Manufacturer narrative:
User documentation (technique manual, (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less th 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. When clinician was placing the attachment, they fractured the implant. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. The records management database indicates that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformances were successfully resolved prior to the release of the implants. No further action is required. Refer to per (B)(4).

Event description:
Lodi implant broke during placement of attachment. Incident occurred in (B)(6). User documentation (technique manual, (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged.